Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also reported that the pump battery gauge decreased from (B)(4) to (B)(4) battery life, then increased to (B)(4). There was no impact to the customer's blood glucose level. It was indicated that the customer will continue to use their pump for diabetes management.